Manufacturer narrative:
H3, h6:one 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. T1, t2 and were returned separated from the device. The delivery curve was slightly flattened. Both anchors show symptoms of difficult securing. T1 had suture inadvertently wrapped and cinched lengthwise around the distal end. The condition inhibits proper flattening/deployment into a ¿t¿ position behind the tissue. The attached suture encourages the anchor to pull lengthwise back through tissue. T2 was found bent into a ¿v¿ shape from being pulled back through tissue post insertion. The device cycled and actuated with drag due to the needle manipulation. Please note: inadvertent flexing and twisting, even if temporary, may encourage or impede release of anchors. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that, during a meniscus repair procedure, the fast-fix could no be deployed. T1 was removed. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.